Manufacturer narrative:
From the provided deep disinfection request form livanova (B)(4) learned that the facility has followed the cleaning and disinfection procedure as described in the instruction for use (IFU). The customer stated furthermore that the device was placed outside of the operation room. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer provided lab results to livanova (B)(4) which confirm the presence of mycobacterium chimaera. The customer has requested that a deep disinfection procedure be performed on this device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera during maintenance. There is no known patient involvement.